Manufacturer narrative:
Lumenis investigated the reported event by contacting the distributor directly. Attempts by emails and phone calls have been made to obtain; patient treatment settings, patient information and patient photo. No incident form or patient photo has been received in lumenis. An examination of the subject device was performed by lumenis service engineer after verifying all system functions including output energy and cooling system with chill tip, which is found functioning properly. Filled coolant reservoir, it was at half full. System performs to lumenis standards and is ready for use. No device malfunction was observed. The device was installed on (B)(6) 2025 and still under warranty. Device malfunction wasn't the suspected cause of the adverse event. Clinical evaluation wasn't performed, since no incident form or patient photos were sent to lumenis. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information lumenis is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
Lumenis received an adverse event report on a patient who sustained injury following treatment by folix device. Per the customer, no error codes/messages or abnormal functionality of the system.